Event description:
It was reported that, on (B)(6) 2012, during a robotically assisted sacral colpopexy procedure, that the "transvaginal mesh had been sewn to the large intestine." A general trauma surgeon was called to the operating room to, "further care for the pt due to the mesh being sewn to the bowel." The reporter stated that she was a team leader and assisted with the procedure for about 45 minutes as a second scrub nurse. Her role was to insert a vaginal manipulator and a rectal dilator and to hold them in place while the surgeon was dissecting. A certified surgical technician took over and the reporter circulated in and out of the room "about 3 hours," to facilitate getting needed items. No issues were apparent at that time when she, "punched out," of the room. The next morning she was informed that later in the surgery the transvaginal mesh had been sewn to the bowel.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.